Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hypoglycemia. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that the start sensor prompt occurred. The sensor was inserted into the arm on (B)(6) 2023. The patient got a message saying, "start a new sensor." The spouse could not confirm if there was any error message. The episode occurred 3 days after the sensor had been inserted in the arm. Per the spouse on (B)(6) 2023 when the patient woke her up, the receiver was saying "no alarms or alerts, start new sensor". The patient was diaphoretic, holding his chest, and confused. The blood glucose (bg) by fingerstick was 32 mg/dl. The spouse gave the patient carbohydrates. At an unspecified time after treatment, the bg was 37 mg/dl. Paramedics were called and emergency medical service (ems) treated the patient with a sugar solution. Ems waited until the bg was 87 mg/dl. There was no documentation of further medical evaluation or intervention for hypoglycemia. At the time of the report, the patient was stable and fine. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.